Manufacturer narrative:
Internal report # (B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 5/23/2017 resulted in defect found meter screen/case cracked and displays partial characters. Based on the result the event was determined to be reportable. Root cause: user mechanical stress.

Event description:
Consumer reported complaint for defective lcd. Juan/husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of partial characters. The customer's expected fasting blood glucose test result range is 115-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 5/6/17. The meter memory was reviewed for previous test result history the 17/mg/dl (B)(6) 2017 10:56 am fasting: yes, the 16/mg/dl (B)(6) 2017 10:24 am fasting: yes, -mg/dl (B)(6) 2017 07:25 am fasting: yes, the 19lmg/dl (B)(6) 2017 07:34 am fasting: yes, thr 24lmg/dl (B)(6) 2017 10:14 am fasting: yes. Customer called in states the meter is displaying a 17 with a small 1 and a 16 with a small customer states the third digit displayed is either a small 1 or an l. Customer also states one of the results is a dash (-). I apologized for the inconvenience and informed customer I would replace the meter.